Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report at this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
It was reported to vyaire medical that the vela ventilator occurred ventilation inoperable. At this time, there is no information regarding patient involvement associated with the reported event.